Event description:
It was reported that visible rust was seen with the scalpel. No other information was provided. It was reported this occurred with five devices. This report addresses the fifth device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5539 showed four other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in china.